Manufacturer narrative:
Batch review performed on 16 april 2019: lot 122920: (B)(4) items manufactured and released on 02-oct-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs department hip revision surgery (stem, head and liner) occurred 6 years after double mobility total hip arthroplasty. Radiographic image provided show the presence of radiolucent lines around the stem and signs of stress shielding. The stem looks slightly undersized: the reason of this choice cannot be determined on the basis of a single pre-revision ap x-ray. Patient anatomy and bone morphology may be one possibility. Stem loosening is a possible literature described long-term adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
About 6 years after primary the surgeon revised the patient hip for stem loosening. Stem, head and liner swap. The surgery was completed successfully.